Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the quik-combo therapy cable assembly. The customer provided physio with a replacement cable from their inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not detect that a patient was connected during an event.  The customer advised that their device continually prompted to "connect electrodes" even though the patient was connected via a therapy cable and third party (B)(6) defibrillation electrodes.  The patient, a (B)(6) female, was in cardiac arrest.  Medical personnel were able to obtain a backup device, also a lifepak 15, and provide defibrillation shocks to the patient.  The delay in obtaining the backup device was unknown.  The customer advised that medical personnel were able to regain a pulse from the patient following treatment.   The customer advised that the third party defibrillation electrodes used during the event were disposed of following the event; therefore they were not available for examination.  No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control further examined the removed quik-combo therapy cable assembly and determined that the cause of the reported issue was that the defibrillation wire inside the cable was electrically open. An x-ray confirmed that the defibrillation wire had been damaged/severed. Externally, the quik-combo therapy cable assembly had a lot of wear.